Manufacturer narrative:
Physio-control has recommended that the customer replace their device due to the age having no repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated.